Event description:
It was reported that balloon rupture occurred. The in-stent restenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed by ablation of the stent strut and the lesion with rotablator. No patient complications were reported and the patient's status was stable.